Manufacturer narrative:
The investigation included reviewing instrument logs, complaint database, internal information, and related product labeling. The instrument logs showed testing was performed using two architect analyzers serials (B)(4). A review of instrument logs for architect serials (B)(4) revealed the following: sid (B)(6) was tested on (B)(6) 2017 on both (B)(4) with the same potassium results of 7.1 mmol/l flagged high. Sid (B)(6) was tested for potassium only once on each analyzer; the results match which indicates the result is accurate/correct for sid (B)(6). Sid (B)(6) was tested on (B)(6) 2017 on (B)(4) with a result of 7.8 mmol/l flagged high. The potassium was not repeated on (B)(4) nor was it tested on (B)(4). There are no repeat potassium results for sid (B)(6) to either confirm or refute the 7.8 mmo/l result flagged high. However, three days earlier on (B)(6) 2017 the patient's sample had a potassium concentration of 7.1 mmol/l flagged high which lends credence to the high 7.8 mmol/l result on (B)(6) 2017. Both analyzers were using the same lot of ict module on (B)(6) 2017 and (B)(6) 2017. The ict modules remained in use. The potassium calibration slopes on both analyzers were in range and stable. Analyzer maintenance appeared up to date. The logs reviewed found no evidence of a malfunction nor information or data to indicate the high potassium results generated by sid (B)(6) and sid (B)(6) were not correct/accurate. Conversely, an issue with sample collection/sample preparation cannot be ruled out for these samples. A search for the same ict module lot found no other complaints. A 12 month review of ict module complaint and trending data did not identify an issue or adverse trend involving erratic or inconsistent results. A review of tracking and trending data for clinical chemistry systems revealed no issues or adverse trends related to the current complaint. The erratic rates for the (B)(4) are within acceptable limits with no trends identified. The architect system operations manual and ict sample diluent package insert provide adequate information regarding maintenance, component replacement, result flagging, and troubleshooting the reported issue. Taken together, no product deficiency or systemic issue was identified.

Manufacturer narrative:
Patient identifier of multiple is ids (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated one patient generated elevated potassium results using 2 different samples with the architect c8000 analyzer but lower potassium results at another laboratory. On (B)(6) 2017, ID (B)(6) generated architect potassium of 7.8 mmol/l. On (B)(6) 2017, ID (B)(6) generated architect potassium of 7.8 mmol/l. The patient was tested at another laboratory with potassium of 4.5 meq/l. No impact to patient management was reported.